Event description:
A power source alert was reported by the customer. The customer chose not to disclose any impact on blood glucose levels, so no adverse effect was confirmed based on available information. The issue was resolved by using the tandem charging cable and wall adaptor, and the pump began charging without needing additional assistance.